Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Ec 1118 5 v supply failed. Identified outside of clinical use. No reports of patient/user harm or injury. Investigation remains ongoing.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00394. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The remote service engineer (rse) reviewed the event log with the customer and found that the 1118 ¿5 v supply failed¿ error was logged. The rse reviewed the suggested repair for the 1118 error code with the customer and also advised the customer to replace the power management (pm) printed circuit board assembly (pcba). A philips authorized service provider (asp) engineer was dispatched onsite for evaluation and repair. Upon arrival, the asp engineer confirmed that the device was still down, and a follow-up work order was created. Per gfe response, the asp engineer confirmed the 1118 error code and stated that the data acquisition (da) pcba, motor controller (mc) ribbon, and mc pcba were swapped. The asp engineer also ran control and flow tests and verified that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.